Event description:
It was reported that the patient's wife stated that she and her husband moved and need a list of doctors in her area who would be familiar with the ams 700 inflatable penile prosthesis (ipp) has her husband was implanted about 10 years ago and is having some issue with it. She was assisted with guidance to find an urologist in her area.